Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -13.0/6.0/91(sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. Refractive surprise is observed. The problem has not resolved. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Weight:unk, ethinicity: unk, race:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).